Manufacturer narrative:
Concomitant product: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported the event occurred on (B)(6) 2013, during post op. It was logged that there were stimulation/therapy issues. It was reported there was shocking/jolting sensation and stimulation in the wrong location. It was noted the device was then reprogrammed and no diagnostic testing or troubleshooting was performed. It was reported the patient was not satisfied with the (B)(6) 2013 programming session because stimulation was in the wrong spot and the manufacturer representative(rep) did not enable the patient to adjust the rate or listen to what she was requesting. It was reported the patient was given that option during the trial and was not happy that she did not receive it after implant. It was also reported there was shocking and jolting during positional changes. It was noted the patient was frustrated with her first programming. It was reported that after the programming on (B)(6) 2013, she was 100% satisfied with the location, strength, and rate of her stimulation and no further action was required. It was logged that the patient status at the time of report was alive with no injury and there were no patient symptoms or complications associated with the event.